Manufacturer narrative:
(B)(4): the customer reported that the patient support gas spring plate is broken. If the gas spring does not function properly, the footrest may come down quickly. This may cause safety problems. Philips technical service engineer confirmed that patient support for digitaldiagnost spinal patient support stand hydraulic attachment has broken off. It appears that all the load was concentrated on one location where the gas spring was present and thus was damaged. Analysis was completed and the exact cause was unintended usage by pressing additional force on the foot board causing the breaking of the cylinder resulting from abnormal use by the user or patient. Currently, per the customer's confirmation, the patient support for stitching stand is taken out of use. Customer refused to pay for replacement. Thus, the system was returned to use and works per manufacturer's specifications.

Event description:
The customer reported that the patient support gas spring plate is broken. If the gas spring does not function properly, the footrest may come down quickly. This may cause safety problems. No person was harmed or injured.